Event description:
It was reported that the plug broke into three pieces upon insertion into the femoral canal. All remnants were retrieved. The broken pieces were not kept for investigation. It was reported by the surgeon that it broke with relative ease.

Manufacturer narrative:
An event regarding intraoperative fracture involving a exeter bone plug was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there has been one other event for the lot referenced. That investigation concluded that the device fracture was caused by user misuse by applying too much force during implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report. Device discarded at hospital.

Event description:
It was reported that the plug broke into three pieces upon insertion into the femoral canal. All remnants were retrieved. The broken pieces were not kept for investigation. It was reported by the surgeon that it broke with relative ease.